Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. A20086) for female sterilisation. The patient had a medical history of menorrhagia, parity 4, multi gravida, cesarean section and urinary incontinence. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 302 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy,bilateral tubal ligation,hysteroscopy, dilation and curettage). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Endometrial. Ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. [Pathology test] on (B)(6) 2013: specimen: a. Fallopian tube- right. B. Fallopian tube- left. Preoperative diagnosis: g5p4, 38 weeks iup history of vaginal repair 2013 postoperative diagnosis: g5p5, infant female. Final diagnosis: a. Fallopian tube- right. Completely transected segment of fallopian tube with lumen. Gross description: a. Fallopian tube, right- it is a 0.8 cm long by 0.5 cm wide segment of fallopian tube without fimbria with both ends cauterized. B. Fallopian tube, left- it is a 1.6 cm long by 0.8 cm wide segment of fallopian tube without fimbria. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporters, medical history, lab data, patient information, lot no.,expiry date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.